Event description:
The initial reporter complained of ion selective electrode (ise) noise alarms and discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was 111 mmol/l. The customer repeated the sample due to noise alarms on other tests and "odd" results. The repeat result was 138 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found the internal standard (is) bath was loose and reattached it. The fse replaced the sipper probe and performed adjustments. The fse checked seals and tubing, performed ise checks, and ran patient samples. The customer verified the system by performing calibration and qc. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 14-dec-2022 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. Multiple "ise noise" and "ise internal reference" alarms were observed on the alarm trace data from the day of the event. The service actions resolved the issue.